Event description:
The customer reported that the unit has a red x & chirps.

Manufacturer narrative:
(B)(4). The unit was evaluated at philips and the failure was further clarified. The unit would unexpectedly hang. Replacing the processor pca resolved the failure. The unit passed all post-servicing testing and will be shipped back to the customer site.